Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The glenosphere orientation guide broke in half.

Manufacturer narrative:
Additional narrative: shaft - examination of the returned instrument confirmed the complaint; the shaft broke right below the metal sleeve component of the guide. The root cause is attributed to misuse and wear out. A two-year search of the complaint database found no additional reports for the shaft breaking into two pieces. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Tip - examination of the returned product confirmed the plastic portion of the tip broke off. Previous investigations found the metal tip breakage was due to a too important stress during the assembly of the instrument onto the glenosphere. The end tip has been changed ((B)(4)) in order to increase the strength of the component, implemented on (B)(4) 2008 via (B)(4). The complaint sample is the new design manufactured after the change. Previous investigations found the depuy (B)(4) examined the newer design failures and found the orientation guides fractured due to overload. No material defects or inclusions were noted that would have contributed to the crack initiation or propagation. Commercialized product development is aware of the failure and is determining if a design change is indicated. Continue to monitor complaints of the new design. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.